Event description:
Customer reported erratic blood glucose device results (54, 22, 45, 162, & 344 mg/dl). Customer was taken to hospital. Customer was taking sugar because customer thought they would need it due to the values. Customer passed out. Customer took 12 units of insulin. Emergency medical technician (emt) device = 54 mg/dl. Emt's treated customer with an IV before being taken to the hospital. No controls. A request was made for return product and replacement product was sent.